Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer had 4 sets of the rapid d infusion sets that leaked. The caller alleged that the infusion sets are leaking at the site and the insulin is pooling under and around the adhesive. No adverse event was reported. The lot numbers were not provided. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.